Event description:
Customer alleges discrepant results with meter. Date: (B)(6) 2011: lot#: 248203, inratio: 1.5; lot#: 266050, inratio: 5.5; lot#: 266050, inratio: 1.1. Pt's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.